Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was over 600 mg/dl and manual insulin injections were used to address the bg level. Tandem technical support performed a system check and found that the cartridge needed to be changed. The customer indicated that the pump would also be used to address the bg level.